Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the fast fix second t did not triggered. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the delivery device was returned no suture or ts. The needle is dramatically bent. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.